Event description:
The account was performing a verification of reference ranges in use at the account for architect stat troponin-I. The samples were obtained from lab employee volunteers. One lab employee, a 47 year old asymptomatic female generated false positive architect stat troponin -I results. The lab employee was admitted for a 24 hour observation on the telemetry floor and received a chemical stress test generating a normal result. The lab employee was discharged. No additional impact to the lab employee was reported. Data provided: (B)(6) 2012 13:43 architect stat troponin-I = 3.7, no unit of measure provided (sid #(B)(6)); (B)(6) 2012 18:51 architect stat troponin-I = 3.5, no unit of measure provided (sid # (B)(6)); (B)(6) 2012 23:04 architect stat troponin-I = 3.37, no unit of measure provided (sid # (B)(6)).

Event description:
Additional testing data provided from the same patient. A new specimen, (B)(6), was drawn in the ed department on (B)(6) 2012 at 1400 which generated a positive architect stat troponin-I of 4.259 (no unit of measurement provided) using reagent lot 88860un12 on analyzer (B)(4).

Manufacturer narrative:
(B)(4). Received chemical stress test an evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
The investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify an increase in complaint activity. Accuracy testing was completed using retained kit of reagent lot 88860un12. Acceptance criteria was met for each lot, which indicates acceptable product performance. Additionally, the returned patient samples were tested via the analytical specificity testing plan with the likely cause lots. Testing was performed utilizing two of the three samples provided by the customer, since all three samples were from the same patient with similar results. One sample was tested for dilution linearity and did not confirm the presence of interfering substances. The second sample was treated with a heterophilic blocking tube (hbt) treatment and did not show the presence of heterophilic antibodies. Additionally, a labeling review was performed with adequate references in the architect stat troponin-I package insert. A deficiency was not identified as panel testing shows that the likely cause lot perform per specification. Based on this investigation, it is concluded that the architect stat troponin-I assay is performing acceptably.